Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
The conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on (B)(6) 2017 stating that the patient had decided that they wanted the system removed. The nurse practitioner at the health care professional (hcp) office redirected the patient to the manufacturer. It was reported that the system worked okay for 3 months however since then it started shocking them (2014). The patient stopped using it and had it jumpstarted (2015 or 2016). The system was checked and the patient was told that everything was intact. Reprogramming was done but the programming only lasted a few days and then it started shocking them again so they stopped using it and would like to have it removed. It was mentioned that when they turned stimulation up their legs would tingle. The patient also mentioned that they were thin, the ins sticks out, and got irritated when the patient sat down. It was reported that it was unknown when the ins started to become uncomfortable.

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted the shocking occurred when the patient moved a certain way and the jolting made their knees buckle.